Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used to remove a less than 1cm polyps during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare was unable to cut smoothly through polyps with the snare frequently stalling. In other cases, the snares were unable to cut even very small polyps. The procedure was completed with a different snare. There were no patient complications reported as a result of this event.